Event description:
The customer reported to philips that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
The data acquisition to motor controller cable was returned for failure investigation and reported issue was not duplicated, no other failures were identified. The root cause for the reported malfunction could not be determined. The determination could not be made that the device failed to meet specifications. The device is used for treatment. The v60 ventilator was not on patient when the issue was detected, and there is a relationship of the device to an adverse event.

Event description:
The customer reported to philips that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.